Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement - dr. (B)(6), (B)(6) on (B)(6) 2017. While performing a total knee replacement, it was noticed that there was damage to an attune articulating surface as well as 2 attune shims. This damage includes a silver o ring broken from a shim and stuck to the articulating surface as evidenced by photos attached to this email. The additional shim has a small crack in it. These were noticed before being used on the patient. No delay or adverse result was reported. (B)(6). No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported device was not returned for evaluation; however review of the provided photographs confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.